Manufacturer narrative:
D4: updated catalog from unknown to 5407fa2023. H6: the quality investigation is complete. H3 other text : device discarded.

Event description:
It was reported that during a surgical procedure, the surgeon experienced chatter with the router. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting confirmation if device is available for return.

Event description:
It was reported that during a surgical procedure, the surgeon experienced chatter with the router. The procedure was completed successfully without a clinically significant delay. No adverse consequences or medical intervention were reported.